Event description:
Placed foley in patient (10f foley with temp probe) and foley began to leak from silicone where temperature probe inserted into it - at junction. Had to remove foley and place a new one.